Event description:
It was reported that during a laparoscopic gastric sleeve procedure, during second firing, staple line was incomplete. The staple line on patient side (left side of staple line when anvil side up / cartridge side down) was not formed. The outermost staple line -- staples were straight and unformed ("goal posts"). The middle and inside staple row on left side, was only partially fired (one fourth of drivers deployed). The remaining drivers are not raised and staples appear to still be in cartridge. The right side (specimen side) fully fired and was formed. Reload: black w gore seamguard. Firing sequence: the surgeon waited fifteen seconds and pulse fired. The doctor commented that he took a very long time to complete firing because the tissue was thick. No abnormal noises or feedback experienced during firing sequence. Case competed with second device and over sewing with no additional issues. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: cartridge, one piece sled, drivers. The analysis found that one ple60a device was returned in good visual condition and with an ecr60t cartridge loaded in the device. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/4. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Intraoperative photos were received; based on the photo evidence of the subject ple60a with an ecr60t cartridge, unformed staples can be confirmed, however, the photos do not provide evidence relative to what may have caused the issue.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. The following information was requested, but unavailable: can you confirm the cartridge product code was an ecr60t?